Event description:
Sorin group received a report that the s5 mast roller pump displayed an error message during testing. There was no patient involvement as the issue occurred during testing of a new unit prior to being placed into service.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(4). This medwatch report wil filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump displayed an error message during testing. There was no patient involvement as the issue occurred during testing of a new unit prior to being placed into service. A replacement pump was sent to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.